Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 05-jan-2023 h.6. Investigation summary: material #: (B)(4) lot/batch #: 2326896 bd received 48 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, 30 of the customer samples were evaluated by visual examination, looking for foreign matter and assessing both needle point integrity and sufficient lubrication coverage, and the indicated failure modes for foreign matter and rough cannula with the incident lot wa.s not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint could not be confirmed for rough cannula. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle has a foreign body and the surface of the barrel. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defects: opened the packaging and found that the tip of the needle has a foreign body and the surface of the barrel is rough.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle has a foreign body and the surface of the barrel. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defects: opened the packaging and found that the tip of the needle has a foreign body and the surface of the barrel is rough.